Event description:
It was reported that the patient presented to the ER with the device in back-up vvi mode with no defib function available. The patient was unresponsive with a heart rate of 180 bpm. The physician used medication to slow the patients rhythm to around 65 bpm. The patient's ventricular tachycardia was stabilized. A reboot was performed on the device, but a device image could not be retrieved. It was noted that the physician decided to explant the device, however, attempts to get further information have been unsuccessful.

Manufacturer narrative:
.